Event description:
The customer reported that the monitoring equipment provided incorrect high spo2 measurement data.

Manufacturer narrative:
The customer reported that the monitoring equipment provided incorrect high spo2 measurement data. The available information is not sufficient to support that there was a malfunction. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.